Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry and failed to pair with their merlin mobile application. No intervention was performed. There were no patient consequences.